Event description:
Same case as MDR#6000093-2007-00201, 6000089-2007-00141, 6000089-2007-00142, 6000093-2007-00202. It was reported by the patient that post a coronary drug eluting stenting treatment procedure, the patient experienced a rash, chest pain, shortness of breath, gas symptoms, and "bleeding from the inside out." The patient had two taxus express2 drug eluting stents, sizes 3.00x24mm and 2.75x12mm, placed in unk locations. Fourteen days later, the patient had three taxus express2 drug eluting stents, sizes 2.50x8mm, 2.50x24mm, and 2.50x20mm, placed in unk locations. The patient reported that he has had "chest pain which began when the stents were implanted." He has had "shortness of breath since the stents were placed," which has since resolved. He reported an "itchy rash while hospitalized after stent placement." He reported "gas symptoms which occur mainly at night in the gastrointestinal tract and bleeding from the inside out." He remains on plavix and aspirin. Further information has been requested, but has not been received.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been dispose, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch was reviewed. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.